Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to deliver a shock while being used on a patient that was experiencing an unknown cardiac event. During the event, another defibrillator was used to treat the patient. It is unknown whether paddles or pads were used during the event. Additional information was requested but none was provided.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl monitor / defibrillator failed to deliver a shock while being used on a patient that was experiencing an unknown cardiac event. During the event, another defibrillator was used to treat the patient. The outcome of the event is unknown and no adverse event was reported. It is unknown whether paddles or pads were used during the event.